Manufacturer narrative:
(B)(4).

Event description:
Patient's dad contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the receiver data log was provided by the patient. The data log was reviewed on 07/01/2015. The data log indicates that the high alarm was acknowledged on (B)(6) 2015. The reported complaint of intermittent audio output cannot be confirmed. A root cause for the reported event cannot be determined.